Manufacturer narrative:
(B)(4). Section f9: approximate age of device ¿ 1 year and 11 months.  The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on 05/19/2015. It was reported low flow alarms occurred, and that the patient felt tired. It was determined that the patient¿s outflow graft (ofg) was kinked/twisted under the outflow graft bend relief. On 04/14/2017, a surgical procedure was performed to straighten the ofg. An arteriogram was performed and revealed that the ofg flow was unobstructed, and that no thrombus was present. The ofg was attached back to the blood pump and the low flow alarms were resolved. It was reported that the patient was doing well post-procedure. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. The report of low flow alarms was confirmed based on the evaluation of the submitted system controller log file; however, the report of a twisted outflow graft could not be confirmed. The log file captured numerous low flow hazards where the calculated flow was captured as 2.4 lpm or lower. The pump was operating at the set speeds of 9800 rpms. No other adverse alarms were captured in the log file. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.